Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was previously reported that the target lesion was the 2nd diagonal branch, updated information states the target lesion was the 3rd diagonal branch. In (B)(6) 2011, upon admittance with angina pectoris, cardiac enzymes were negative. The cec has added an event of myocardial infarction for this patient. Per the physician, the event relation to the event was listed as "probable."

Manufacturer narrative:
(B)(4).

Event description:
Taxus liberte clinical study. It was reported that following a coronary stenting treatment procedure, the patient presented with angina pectoris. The index procedure treated the 80% stenosed, 2.2x5.0mm target lesion located in the 2nd diagonal branch. The target lesion was treated with direct stent placement of a 2.25x12 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted with angina pectoris and cardiac catheterization was recommended. Source notes the patient had been noncompliant with medications for the previous few weeks. The next day, in-stent restenosis was diagnosed in the 3rd diagonal branch and was treated with balloon angioplasty using a 2.25 x 12mm maverick balloon resulting in 0% residual stenosis. The patient experienced post procedural elevation of cardiac enzymes as well as chest discomfort. The subject also experienced an episode of some numbness on the left side of his face and his left upper extremity, particularly his hand. Three days later, the patient was discharged on aspirin and clopidogrel.